Manufacturer narrative:
Analysis found the reported fault could not be replicated. The motor is running smooth and consistent. There was dirt build up around the motor. The device was cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was skipping/ trembling during the procedure. There was a delay in the procedure as a result of this event. There was no patient impact or injury.